Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle did not deploy; indicating a needle mechanism failure. The patient's blood glucose levels were not affected and the pod was not worn.

Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to not deploy. The device data indicated the device operated correctly and was deactivated at 56 pulses. The cause of the reported event could not be determined.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44805. D4 - catalog no changed from zxy425 to zxp425. D4 - serial no changed from (B)(6). D4 - expiration date changed from blank to 11/6/2020. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 5/6/2019.